Event description:
An hdi 5000 ultrasound system user reported a measurement error in 2d imaging mode while using the c8-5 transducer. The error was readily identified by the healthcare facility and no misdiagnosis or pt injury occurred.